Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during pump preparation for implant, it took staff more than three attempts to lock the modular cable connection to cover the yellow line. The connection was able to be successfully completed and no issues were seen after connection was made.

Event description:
It was later reported that there was no delay in surgery or patient impact due to this issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported difficulty connecting the pump cable and modular cable inline connectors could not be confirmed as no product was returned for evaluation. Further, a specific cause for the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The heartmate 3 lvas instructions for use (IFU) provides instructions for connecting the modular cable to the pump cable. This document also states that the yellow line on the threaded portion of the inline connector should be fully covered to ensure a secure connection. Furthermore, this IFU warns that a complete back up system must be available on-site and in close proximity for use in an emergency during implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the current revision of the IFU can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 5 of the IFU, ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process; a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.